Manufacturer narrative:
Alleged failure: the implant breaks when it is being raised and cannot be used properly. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the implant broke during the procedure. No pieces fell into the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the implant broke during the procedure. No pieces fell into the joint.